Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks. Programming changes were made. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.